Event description:
It was reported that 235 days after a coronary aftery drug eluting stenting treatment procedure the patient experienced a myocardial infarction (mi) and underwent a target vessel reintervention (tvr). The index procedure treated two target lesions. Target lesion 1 was a 3.0mm vessel diameter, 80% stenosed region of the proximal left anterior descending artery (lad). The lesion was a 5.0 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.00x8mm drug eluting stent without complication. The taxus stent was post dilated after deployment with a residual stenosis of 0%. Target lesion 2 was an ostial 2.6mm vessel diameter, 95% stenosed region of the 1st obtuse marginal artery (1st om).the lesion was 5.0mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x8mm drug eluting stent without complication. The taxus stent was post dilated after deployment with a residual stenosis of 0%. The patient was discharged from the hospital 1 day post index procedure receiving asa and plavix. The site reported that the patient experienced an mi and underwent a tvr 235 days post index procedure. Further information about the events has been requested, but has not been received prior to this report.